Manufacturer narrative:
Investigation conclusion: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer received 10 false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive results obtained on (B)(6) 2022. See (B)(6) for alternate false positive results. Customer reported receiving two false positive results on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 26781e, reader sn: (B)(4). Repeat cue tests performed on (B)(6) 2022 provided negative results. Customer did not respond regarding whether or not they took any confirmatory antigen tests or pcr tests. Customer did confirm that cartridges were stored within the proper temperature range.